Event description:
On rr# (B)(4), r27 had a problem with the zoll monitor nibp. The machine took two successful blood pressure readings. During transport to lrmc the machine would not record a blood pressure. The machine then read air leak and a kinked line. The machine was inspected and no visible damage was noted. A new blood pressure cuff was applied and it continued to read air leak and a kinked line. FDA safety report ID# (B)(4).